Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device "falls into alarm temperature" and water does not always circulate. Patient involvement is unknown.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The main board is out of calibration which is caused the alarm goes off. Heater/thermostat gets stuck intermittently, i.e. Water does not flow sometimes. Leaking water at drain tube due to cracked case assembly. The micro switch at return tube is not working properly. The heater assembly will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.